Event description:
Suture site was intact. It was cut and proximal portion of drain slipped out without resistance. Hcp attempted to retrieve distal flat portion of drain and was unsuccessful; it was apparently broken and remains embedded in pt.